Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal 2.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the pt made a mistake/break in aseptic technique (details not provided). On an unknown date, the pt experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the pt was treated with injection (inj) reflin (1 gram ip, frequency not reported) and fortum (1 gram, route and frequency not reported) for the peritonitis. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.